Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Pt implanted with va-lcp plate on (B)(6) 2012 experienced a fall and the plate was broken, date unk. Pt returned to operating room on (B)(6) 2012, hardware was removed. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be complete. The investigation could not be completed, no conclusion could be drawn, as no product was received.